Event description:
A customer contacted beckman coulter inc. (Bci) stating that smoke and a loud sound was coming from the synchron lx20 pro clinical system. The customer also reported that the instrument was generating reagent carousel temperature errors and peltier low current alerts. No injury was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and preformed service on the instrument. The fse replaced the fan assembly.